Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Device evaluation summary: upon receipt at mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on both aspects. A rent was found measuring approximately <0.1cm within the crease on the posterior aspect. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, and as a result, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A root cause of the failure could not be determined. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). On (B)(6) 2019, mentor confirmed that asr submission reference numbers (B)(4) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent an unspecified breast surgery with a mentor 225cc smooth round spectrum saline breast implant that deflated postoperatively. As a result, the patient had the device explanted and replaced with an unspecified implant on (B)(6) 2017.